Manufacturer narrative:
Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected. Reportedly, the customer felt that the connection became undone due to use error. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reconnected the luer lock connection and resumed insulin delivery.